Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that potential cause occurred through one of the following mechanisms: 1. The probe came into contact with hard tissue such as bone or calcified tissue, or with metal clips, stapler needles, or other surgical instruments. 2. The ultrasonic vibration caused part of the coating on the probe to peel off, and the probe was also scratched. 3. The load of sealing and cutting and grasping tissue was applied to the probe, causing cracks to form starting from scratches. 4. The probe was subjected to some load and broke. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic surgical device exhibited the tissue pad was peeled off. There was no patient involvement.